Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use. The dfu for this device warns: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient.

Event description:
On 7/25/2024, an FDA medwatch notification was received via email. A facility representative reported that a fibertak inserter broke inside the patient during a right shoulder stabilization with a latarjet procedure on (B)(6) 2023. The patient's medical history included recurrent right shoulder dislocation, which showed over twenty-five percent critical glenoid bone loss, and a large off-track hill-sachs lesion. It was discovered during a routine post-op x-ray in 2024 that the patient had two metal-retained foreign objects. The metal artifacts originated from the fibertak anchor inserter, which broke during anchor insertion. It appeared that the metal artifacts were from the metal tip of the anchor inserter, and the metal had been within the anchor drill tunnel but then broke into two pieces, with one piece intraarticular and the other still embedded in the anchor drill tunnel but slightly proud. Using arthroscopic loose body grasper, the metal pieces were removed in their entirety. After removing the two metal pieces, fluoroscopy was performed, confirming no remaining metal fragments in the shoulder region.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.